Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. According to the DHR, there was no problem with the device at the time of shipping. Since there were cracks on the focus ring, it was likely that the subject device stopped working due to the following reasons: excessive force was applied to the device during user operation. It has been about five years since the subject device was manufactured, the cable unit might have malfunctioned due to aging deterioration.

Manufacturer narrative:
The device evaluation also found the focus ring was worn and had thin cracks. In addition, the rear cover label was erased. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the 4k camera head was not working. During the evaluation of the returned device, it was determined there was no image due to a faulty cable unit. No reported patient involvement.